Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber was firing straight out of the end and burned out the cap after 34,753 joules and 6:07 minutes of use. The fiber tip was cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. There was no patient injury due to the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.